Manufacturer narrative:
(B)(4). The reported event was confirmed via photograph, which showed the head had fractured. Review of the device history records could not be performed as lot number was not provided; attempts have been made to gather all production identification information, and no further information has been provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the femoral impactor fractured. No pieces fell into patient, and no harm was reported. Attempts for additional information have been made and none is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d1, d2b, d4, d9, g3, g4, h2. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6 complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified signs of repeated use in the form of nicks and gouges and the device was found to be fractured. The fracture surface was evaluated and it was identified the fracture was consistent with the device fractures previously analyzed, which indicates overload failure or low cycle fatigue culminating in the overload failure. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.